Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the frame is broken. The caller didn't have any specific information, but stated that he replaced the foot section.